Manufacturer narrative:
Product analysis: the device was returned for analysis. No images were returned with the device. The hawkone was removed from the return packaging for evaluation. The hawkone was connected to the cutter driver. A bend was noted in the torque shaft beneath the strain relief. The hawkone distal assembly was fractured. The fracture was radial and was located distal the anchor pockets. Microscopic inspection revealed the distal edge of the cutter window housing showed signs of damaged and jagged edges. Distal segment of the distal assembly which included the housing coils and the rotating distal tip was not returned. The cutter was returned distal to the cutter window. Metal struts and suspected pet were noted to be wrapped around the cutter head blank proximal to the cutter. The metal struts were also noted inside the cutter window. A tweezers was used to pull out and expose one of the struts; however, the stent was unable to be fully removed from the device due to the tight wrapping. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used hawkone h1-ls device to treat a plaque lesion in the superficial femoral artery (sfa). The IFU was followed during prep however, it was intentionally used for in-stent restenosis. It was reported that severe resistance was experienced during withdrawal as the device became stuck on a stent strut and the tip of the hawk device detached. Following multiple balloon inflations of the stent, a snare was used to retrieve the detached tip, which was intact. No patient complications were observed.